Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Husband is calling on behalf of the customer stating that customer had been using the truemetrix meter and that it is no longer working; husband was unsure of the exact issue with the truemetrix meter. Husband stated that customer had been in the hospital and then rehab for a few weeks and at recently returned home. Husband stated that customer has health issues and that the medical attention could have been related to her diabetes. Husband declined to provide any more details. Customer did not have any strips and husband stated she would be getting from the pharmacy the next day and that he would call back. Husband did not want to provide a contact telephone number.